Event description:
It was reported that there were low impedance counts. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 pacemaker; 5076-45 implantable pacing lead. (B)(4).